Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had an unexpected restart alarm on the insulin pump. Customer stated the alarm occurred after a battery change. Customer's blood glucose was 209 mg/dl at the time of incident. The customer also reported a no delivery alarm during a manual prime. The customer stated insulin was unable to exit when a push plunger was applied. Troubleshooting found the no delivery alarm was resolved when a new reservoir was applied. The insulin pump did not alarm no delivery with a manual prime. The customer agreed to return the insulin pump for analysis.